Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-may-2018. The most recent information was received on 02-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("it potentially could get attached to my intestines") in a female patient who had essure inserted for birth control. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (awaiting laparoscopy and hysterectomy). At the time of the report, the embedded device had not resolved. The reporter provided no causality assessment for embedded device with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (mhra, reference number: 2018/005/009/401/020) on 15-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("it potentially could get attached to my intestines") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (awaiting laparoscopy and hysterectomy). Essure treatment was not changed. At the time of the report, the embedded device had not resolved. The reporter provided no causality assessment for embedded device with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 605 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.